Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that a patient presented for evaluation after having had bilateral intraocular lenses (iol) implanted ten years prior. The patient had recent decreased vision, and surgeon could find no possible cause other than the iols both looked wavy. Additional information was requested. There are two reports associated with this patient. This report is for the right eye.